Manufacturer narrative:
After the procedure, the hospital discarded the product. (B) (4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, a hemopro was plugged in to the power supply, but there was no power. A replacement unit was used to complete the procedure. The hospital did not report any pt complications. The hemopro cable was sterilized about 15 times before this case. The IFU recommends replacing after 20 sterilization cycles. The hospital follows proper sterilization procedures.